Event description:
A 2.5mm diameter by 24mm length s660 stent delivery system was inserted for treatment of a 98% lesion in the right coronary artery. It was not possible for the stent to cross the severely calcified lesion, therefore, the stent delivery system was removed. Upon removal of the stent delivery system, it was reported that the stent caught on the calcium in the vessel, and subsequently it took the physician approx 10 min to remove the stent delivery system. It was reported that under fluoroscopy they saw the stent enter the sheath, however upon removal of the device, the stent was not on the stent delivery balloon. There was no attempt to locate or remove the undeployed stent. The target lesion was successfully treated with the deployment of a bestent2 stent. There was no add'l clinical sequelae reported related to the event.